Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 90% stenosed target lesion was located in a moderately tortuous and a moderately calcified unspecified vessel. The stent itself had raised off the delivery system proximal struts. The patient's status was stable.

Event description:
It was reported that stent damage occurred. A 2.50x12mm promus element¿ plus drug-eluting stent was selected for use and advanced to treat the unspecified target vessel. When the stent crossed the lesion, the physician felt the stent did not feel right upon delivering and appeared visually not right. The device was removed and was noticed that the proximal part of the stent was deformed on the stent delivery system. The procedure was completed with a different device. No patient complications were reported.